Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she got on a plane and her blood glucose went up to 450 mg/dl. Customer did not receive any alarms. Customer went back on the pump but her blood glucose went back up. Customer switched back to pens for a couple of days and then put the pump back on last night. Customer was fine overnight. Customer has been having high blood glucose for 2-3 days. Customer's current blood glucose was 220 mg/dl during lunch. Customer switched back to syringes to bring it down. Customer had some high blood glucose symptoms a couple of days ago but not today. Customer was not currently wearing an infusion set. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer will be sent a tubing clamp.